Event description:
The event is reported as: the stapler fell apart during use on spaying an animal. The clear bottom came off. No report animal injury.

Manufacturer narrative:
Device sample not returned to MFR in time for this report. DHR review showed there were no issues related to this complaint.